Manufacturer narrative:
The device was returned to olympus for evaluation. An error message u509 ultrasonic was displayed when a probe check was performed. A hairline crack on the probe unit was observed. The teflon pad was inspected and found it to be slightly worn, with no metal exposed. Based on similar reported events, the most probable cause to the reported complaint is attributed to operator's technique. The IFU states, ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿

Event description:
Olympus was informed that the handpiece had caused multiple short circuit errors and a probe damage error during a tlh procedure. A whistling noise was also reported from the device. There was no report of device fragment fallen into the patient. There was no damage observed at the time to the probe or teflon pad. The user switched the hand piece to a different but similar hand piece and the procedure was completed with no issues. No patient harm occurred. It was reported that the physician was new to the use of the device. It was also reported that the transducer used with the device was in use for 5 years, in excess of the 1 year service life.